Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittently low blood glucose (bg) level of 30 mg/dl. Low bg cause was not known. Customer consumed glucose tablets to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management. Additionally, it was reported that the customer experienced an elevated bg level of "high" on the continuous glucose monitor and 475 mg/dl on the meter. Cause was not known. A correction bolus was delivered to address bg.